Event description:
The customer contacted physio-control to report that their device had a service indicator present. Upon inspection of the device, the physio-control service representative observed that the unit would not provide adequate defibrillation therapy. The device would only deliver a maximum of 140 joules. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly and determined that the cause of the reported issue was due to a failure of a relay, designator k2.

Manufacturer narrative:
(B)(4). A physio-control service representative examined the customer's device and verified the reported failure. He then replaced the main pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.